Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they stated that during a case it was very difficult to move the hemopro cutting tool in and out of the cannula. They were having an issue with it sticking while in the cannula. They were able to finish the case with the same kit and no patient harm was reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." (B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar-2020 through feb-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 / 213 & 67) the device was returned to the factory for evaluation on 04/11/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula as well as on the harvesting device. The harvesting device was returned inside the cannula. There were no visual defects observed on the cannula. Blood and tissue was observed on the intact c-ring. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. There was charred blood and tissue observed on the harvesting jaws. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact. A reference endoscope was then inserted into the cannula until it snapped into place with no physical or visual difficulties. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device, and the evaluation results, the reported failure "fitting problem" was not confirmed.

Event description:
N/a.